Event description:
It was reported that prior to starting a da vinci surgical procedure, the surgical staff indicated that the ring on the tip cover was missing. There was no allegation of any harm, injury, or adverse outcome to a patient. On (B)(4) 2014, intuitive surgical, inc. (Isi) obtained the following information from the initial reporter: the initial reporter clarified that the black ring on the monopolar curved scissors (mcs) instrument was missing before the instrument was placed on the da vinci surgical system. The initial reporter did not know when the missing piece actually broke off. The site cannot locate the missing ring at this time and confirmed there was no injury to a patient.

Manufacturer narrative:
The instrument has not been returned for evaluation. The root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. At this time there is no evidence that the instrument caused or contributed to an adverse event. The customer reported complaint does not itself constitute a MDR reportable event; however; the reported malfunction if to recur could cause or contribute to an adverse event.

Manufacturer narrative:
Instrument was received and evaluated with the following findings: the initial reporter's complaint of missing the ring on the tip cover is confirmed. The instrument tube reinforcement ring was found to be broken and missing. No other damages were found on the instrument. Failure analysis concluded that the broken damage may be due to mishandling/misuse of the instrument. The endowrist® instruments instructions for use (IFU) specifically states: general precautions and warnings handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. After further review of this complaint, intuitive surgical, inc. (Isi) has determined that a recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.